Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found the cold-water supply hose required replacement. The technician replaced the hose, ran a test cycle and confirmed the washer to be operating properly. The washer was returned to service and no additional issues have been reported.

Event description:
The user facility reported that water was leaking from their reliance 444 washer. No report of injury.